Event description:
The pt underwent aortic & mitral valve replacement in 6/1999, pacemaker placement due to atrial fibrillation in 7/1999, & was subsequently discharged in 7/1999. In 7/1999, the pt was admitted after experiencing "word-finding difficulties", trouble speaking, & fever. CT revealed a "small, possible early left temporal parietal infarct" & a cva w/aphasia was diagnosed. The pt had a subtherapeutic inr (1.1) & carotid stenosis. Tee showed "normally" functioning valves. Based on the subtherapeutic inr & recent heart surgery, the cva was thought to be "embolic in nature from the heart" & "full anticoagulation was reintroduced". The pt was discharged in stable condition w/ an inr of 2.7. As of 1/2001, the pt had not experienced any further thromboemoblic events but had worsening memory thought to be due to a vascular or degenerative process. Both valves were functioning "normally" in 4/2001.